Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Review of the most recent repair record determined the cutter was damaged, the roller was discolored, and the unit was out of calibration. The cutter and roller were replaced and the unit recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had a defective cutter, the roller needed to be replaced. No further information provided. During maintenance it has been found that certain components are worn out and need to be replaced. This is a normal procedure - for this reason, items are sent in for maintenance to correct any defects before they cause a major problem. These defects discovered during maintenance have not caused any problems or endanger users or patients. Investigation showed the unit did not pass the mesh test. No adverse event was reported as a result of this malfunction.